Event description:
A nurse reported that the drive of the probe stops intermittently. The system was exchanged and the surgery was completed. No harm to the patient was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).